Event description:
Pt came out of room with heplock in hand stating "the IV came out". Rn noted the plastic cannula to be missing. The remainder of the piece was not fractured but rather smooth and regular, as a cut edge. Vascular surgery intervention was required to locate the portion that remained in the pt's arm.